Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter x 2.8cm long saccular thoracic aortic aneurysm in zone 3 approximately 2 months ago. The patient has a history or left recurrent laryngeal nerve paralysis and cerebral disorder. The patient's healthy aorta was 34mm in diameter proximally and 32mm in diameter distally. There was no vessel calcification, thrombus, or tortuosity. It was reported that within 1 month post-implant, the patient developed a neurological complication; however, the type of neurological complications remains unk. No additional medical intervention has been taken as of this report. No further details have been obtained.

Manufacturer narrative:
Neurological complications - results: neurological complications; history of left recurrent laryngeal nerve paralysis and cerebral disorder; lot number not provided; type of neurological complication not provided.